Manufacturer narrative:
Block h6: imdrf device code a041001 captures the reportable event of a balloon pinhole in an unknown anatomy location. Block e1: initial reporter city is (B)(6); reported here as the initial reporter city exceeded the character limit for the designated field.

Event description:
It was reported to boston scientific corporation that a cre pro gi wireguided dilatation balloon was attempted to be used during a procedure performed on (B)(6) 2026. During the procedure, the balloon was found to have a pinhole. The procedure was completed using another cre pro gi wireguided dilatation balloon device. The type of procedure and the anatomy location of the procedure are unknown and are being reported as the pinhole may have occurred in the esophagus. There were no patient complications reported as a result of this event.